Event description:
It was reported the customer experienced a elevated blood glucose level of ¿high¿ on cgm, due to needing settings adjustments. The customer treated their bg with a correction bolus via pump. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.